Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal. Functional testing was performed, and the device passed. The customer did not specify what the issue was with the pump. The damaged dso seal will be replaced, and all functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that after preventive maintenance need to be repaired. There was unknown patient involvement and unknown patient harm/adverse event reported.